Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. Customer reported an open book image. Customer was at the pool and the insulin pump started vibrating and did not stop beeping. No other error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify software due to critical pump error (open book) and unable to download. Device received with critical pump error and crest software was utilized and successful, however the history download was unsuccessful since insulin pump is on a constant dark blue screen and could not get into the join network screen. The electronic stack was removed using the pliers by pulling off on the top of the electrical board 1 and moisture damage found on the electrical board 1 during visual inspection. The original electrical board 1 was removed and installed in a test electrical board 2, case, internal battery and motor. Powered up, the critical pump error occurred during testing. The original electrical board 2 was removed and installed in a test electrical board 1, case, internal battery and motor. No critical pump error occurred during testing. Perform brush cleaning with the isopropyl alcohol the electrical board 1 and critical pump error occurred during testing. In conclusion, the critical pump error and unable to process a download to thus due to moisture damage on the electrical board 1. Device had cracked case corner of belt clip rails. The test p-cap locks properly in place in the reservoir compartment noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.